Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection on marc(B)(4) 2014. A small leak in the water pump was fixed, the syringe valve was replaced, and the reagent probe was adjusted. The fse replaced the waste pump the aspiration probe (pump 5). A siemens field application specialist (fas) went on-site and performed several replicates with a negative patient pool sample and low calibrator on (B)(4) 2014. The (B)(4) were good (B)(4). The fas performed a precision run on (B)(6) 2014. The precision run was with multidiluent 11 and a control sample. The (B)(4) were good (B)(4). The fas discussed sample handling with the customer. The cause for the discordant troponin ultra results is unknown. Siemens has released ufsn 10818631, rev. A may 2014 and umdc 10818632, rev. A may 2014 for troponin ultra readypack variability informing customers of the issue for lot #s 078, 079, 082, 083, and 084. The notifications instruct customers to calibrate each readypack placed on the system and to run controls to ensure accurate control and patient values. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
False high advia centaur cp troponin ultra (tni-ultra) results were obtained for samples from ten patients. The samples were retested and the results were negative for nine patients. One patient sample repeated higher. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00158 on june 27, 2014. 07/15/2014 additional information: a siemens field service engineer (fse) was sent to the customer site 06/30/2014. The fse installed new rinse blocks, new aspiration pump, and new incubation ring on the advia centaur cp sn: (B)(4). No further issues were observed post service. The instrument is performing within specifications. No further evaluation of the device is required.